Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed "no disposable clamp tubing" alarm on one of the pumps, lot number of cassette 4219996 and sn to pump (B)(4). No patient injury was reported.